Event description:
It was reported that the touchscreen of the insulin pump had a non-responsive area requiring multiple touch attempts, preventing proper use, and the pump was not delivering insulin as needed overnight, resulting in rising blood sugar levels and necessitating manual boluses and injections. Blood sugar levels were reported to rise overnight due to these issues. The customer declined further troubleshooting, and the case was closed without repair or replacement since the pump's warranty expires on july 21, 2025.